Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. This issue occurred  when the customer was attempting to print the code summary of the event. This issue is patient related; however there was no adverse patient outcome reported by the customer. No further details were provided by the customer.

Manufacturer narrative:
Physio-control evaluated the device and was able to verify through an evaluation of the electronic device logs that the device did unintentionally lose power. Physio replaced the battery connector pins, power pcb assembly and the battery wire harness assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed parts were further evaluated and it was determined that the likely cause of the reported issue was due to 3 of the 16 strands of the red cable, within the battery wire harness assembly from battery well 2, was broken.